Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has rec'd to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.

Event description:
Attorney reported: on (B) (6) 2007 - pt had a hernia repair procedure performed and had a large oval composix kugel patch implanted. This patch's product code was (B) (4). After this composix kugel patch failed the caused severe injuries, pt had to undergo surgery to remove it. The injuries pt suffered as a result of this defective product are recounted in his medical records.